Manufacturer narrative:
The field service engineer (fse) found the I-beam tubing at pinch valve pv37 connecting ff107 to ff124 had ruptured and found intermittent issues with the blood sampling valve (bsv) rotation. The fse replaced the tubing and replaced the bsv actuator to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that approximately fifteen (15) milliliters of cleaning solution leaked onto the counter from the right side of the coulter lh 500 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.